Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city), d4 (unique identifier (UDI) #), d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needle was properly parked in the retainers. Inspection of the retainers noted the suture was properly wound and no damage to the retainers. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil pouch was inspected with light assisted microscopy with no abnormalities. Functional testing found that the breathable pouch was opened without any tears of the tyvek packaging. The suture was removed from the retainers without any difficulty. The suture was loaded onto an instron machine (asset # (B)(4)) by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the needle disengaged from the suture. The load force at the point of detachment was measured and were found to meet ep individual specifications. Based on the results of the needle attachment test, the representative sample tested satisfactory. It was reported that the needle and thread separated. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open cesarean section procedure, two sutures experienced repeated issues where the needle and thread separated mid-use, resulting in breakage shortly after several stitches. The affected sutures were from the same lot and all incidents occurred within the same case. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: cl-924 polysorb* 0 vio 90cm gs21 x36 (lot#: a4e2186y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.